Event description:
In 2009: customer reports an infiltration. Fifty one y/o female having a CT chest for pe. IV access was established with a 20 gauge angiocath in the right ac. Injection protocol was 4ml/sec, 80ml volume of optiray 320. Approximately 55ml infiltrated. There was no pain stated by pt. The pt was treated with a warm compress and elevation of the arm. There was no additional adverse effect to the pt.

Manufacturer narrative:
Field service engineer tested and verified injector for proper operation per the injector service manual. System performed to manufacturing specifications. System returned to full service by the customer.